Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the esc button was her only responsive button. The patient's blood glucose at the time of incident was 430 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that she wore the insulin pump when she showered. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to the blank display. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump was received with a corroded motor home switch, a cracked case at the display window corners and minor scratches on the lcd window.